Event description:
The customer reported a leak when using a unicel dxc 600 synchron system. The customer reported that the instrument was failing qc (quality control) for several cc (cartridge chemistry) side assays. The customer checked the cc sample syringe and stated that it looked cloudy. The customer primed the syringe and the liquid appeared clear. The customer verified the syringe was tight, however, a small volume of liquid was observed below the sample probe collar wash. The customer continued to see intermittent qc out of range issues with dilantin, direct bilirubin and valproic acid. The issue was referred to a beckman coulter field service engineer. The leak was contained to the instrument. The operator wore personal protective equipment while operating the instrument. There was no report of operator exposure or injury. There was no report of erroneous patient test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer and determined through troubleshooting that the issue was caused by the collar wash valve; the collar wash valve was replaced to resolve the issue. Identified failure mode: the failure mode is the collar wash valve. The beckman coulter (bec) internal identifier for this report is (B)(4).